Event description:
Boston scientific received information that during a wound check after implant of this cardiac resynchronization therapy defibrillator (crt-d), a nurse noted pacing inhibition and inappropriate shock delivery. The patient reportedly did not feel the shock. Approximately 2 to 6 seconds of noise were noted on this OEM manufactured right ventricular (rv) rate sense lead, with myopotential oversensing and undersensing observed. More than 2 beats of pacing inhibition were observed, but the patient was unaware and had no symptoms as a result. The patient's chronic rv defibrillation lead had been in service with the rate sense portion capped. High defibrillation thresholds were also observed at the wound check.

Manufacturer narrative:
The chronic OEM manufactured rv rate/sense lead was surgically capped and abandoned, as was the shocking portion of the rv defibrillation lead. A new rv lead was successfully implanted, and the patient's crt-d remains in service. No additional information is available at this time. Should more information become available, this event will be updated. Additional information indicates that this device was explanted after the patient passed away, and returned to boston scientific approximately 6 months later. There are no known allegations of the device causing or contributing to the patient's death. Analysis of the device was performed at our post market quality assurance laboratory. A review of device memory found that any episodes that may have occurred near the time of death had been overwritten. The device was then subjected to a series of automated diagnostic tests that verified normal pacing, sensing, and shocking functions. Final analysis concluded that this device was operating within specification. This event will be updated if any additional information becomes available.